Manufacturer narrative:
The serial number has been updated. Three inspections took place. After third inspection, there is still no evidence of product causing incident. Pride will not be getting the product back.

Event description:
Received letter from attorney indicating a fire at springs senior living center. Attorney represents the property but indicated consumer was injured. They allege our product may be in place of origin.

Manufacturer narrative:
The date of death has not been provided at this time. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Received letter from attorney indicating a fire at (B)(6). Attorney represents the property but indicated consumer was injured. They allege our product may be in place of origin.